Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation outside the patient, a 2.00x20mm maverick 2 balloon catheter was advanced into a 6f sheath, however, the shaft broke at 60cm of the sheath which is 80cm in length. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded. The hypotube and distal shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and a complete hypotube separation located 90 cm from the strain relief. The fracture faces of the hypotube were oval, as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation outside the patient, a 2.00x20mm maverick 2 balloon catheter was advanced into a 6f sheath, however, the shaft broke at 60cm of the sheath which is 80cm in length. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable.